Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a discrepancy between a fingerstick glucose of 250 mg/dl and a connected g7 sensor reading of 150 mg/dl shortly after a new sensor was placed, calibrated the ilet, and chose to announce and consume a meal despite counseling that meal announcements are generally not recommended when glucose is high. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, and no acute health effects. Investigation included user counseling, sensor calibration, and a plan to recheck fingerstick glucose and calibrate again if needed. Investigation of this case revealed an unclear cause of hyperglycemia with suspected sensor-discrepancy contribution after a recent sensor insertion, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.